Manufacturer narrative:
It was reported to intuvie that mckesson requested a hex file for sn: (B)(6). During creation of the hex file, it was observed that the 30 psi occlusion calibration value changed from 378 to 335, indicating a failure of the 30 psi occlusion test. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed and the probable cause is determined to be due to the device being out of calibration. The issue was successfully resolved by recalibrating the 30 psi setting. CAPA: zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that mckesson requested a hex file for sn: (B)(6). During creation of the hex file, it was observed that the 30 psi occlusion calibration value changed from 378 to 335, indicating a failure of the 30 psi occlusion test. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed and the probable cause is determined to be due to the device being out of calibration. The issue was successfully resolved by recalibrating the 30 psi setting. No patient involvement was reported.